Event description:
It was reported that the insulin pump alarmed motor error. The customer did not know the blood glucose reading. He stated that he treated his blood glucose using a manual injection. He also noted that when he was changing the infusion set and attempting to rewind, the insulin pump appeared to move forward rather than rewind. He stated that the reservoir no longer fit into the insulin pump. No significant events leading to the issue and alarm were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.